Event description:
It was reported that the foam sponge separated and extended above the top of the minicap. There was no patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A minicap with a partially separated foam was found during sample evaluation. The incorrectly placed sponge was confirmed during the sample evaluation. No cause was determined for the foam separation from the minicap. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.